Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked after an external impact, resulting in partial touch unresponsiveness while blood glucose management remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. The returned device was received. Investigation included review of user-provided information and case documentation. Investigation of this case revealed physical damage to the display assembly consistent with accidental damage, with no device-generated alarms and no effect on therapy delivery or glucose control. It was concluded, based on previously established findings for similar reports, that the cause was user-associated accidental damage and not a manufacturing or design defect.